Manufacturer narrative:
Images of the CT scans (dated (B)(6) 2017) and further images were provided by the customer. Although images are provided, a confirmation of the event ¿breakage-postoperative¿ could not be verified, since none of the given images show the plate in a fractured condition. All provided information were forwarded to stryker¿s sr global medical director. He stated: the surgeon used the wrong plate. This operation was a secondary reconstruction and he used a primary reconstruction plate. Documented by phd m. Lanser, sr global medical director, for (B)(4) on (B)(6) 2018. Further, in the instructions for use, it is stated that: primary reconstruction plates (gold color) are not intended for use in secondary reconstruction applications. Also, in the related brochure, leibinger universal 2 (9410-400-184, 2011), it is stated that primary recon plates (color-coded gold) are for the following indications: ¿for the fixation of microvascular grafts only (eg. Fibula, radius, scapula, iliac crest) in a single-step reconstruction after resection of a tumor, osteomyelitis or osteonecrosis for the internal fixation of comminuted mandibular fractures¿. One image has been exemplarily attached in this report and clearly shows that the operation is a secondary reconstruction and that no bone graft was used for the reconstruction (please see image documentation, fig. 1). Therefore the root cause of the postoperative plate fracture can be attributed to an off label use. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. If the complained device will be returned at a later date, the complaint investigation will be reopened. Device unable to be returned for investigation.

Event description:
It was reported that on (B)(6) 2016, the patient had a partial mandibulectomy surgery involving the associated plate. However in (B)(6) 2017, during a post-operation inspection, it was found that the product had fractured and half of the broken plates are still in the patient's body.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that on (B)(6) 2016, the patient had a partial mandibulectomy surgery involving the associated plate. However in (B)(6) 2017, during a post-operation inspection, it was found that the product had fractured and half of the broken plates are still in the patient's body.